Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor breast implant (right side). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a female patient who underwent bilateral breast prosthesis implantation with mentor siltex devices (unknown if gel or saline) developed grade iii capsular contracture (side unknown). The patient also reported that she has had pain and lumps for over a year, and that her implants are 18 years old and painful. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available.